Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt is unable to communicate with a test monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open along the red (can h) wire in the trunk cable. The root cause for the open wire cannot be positively identified but is likely excessive force. No adverse event resulted from the open wire.